Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient was prescribed with meloxicam, however the said medication is not working with the patients pain. The patient will undergo an explant procedure.

Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient was prescribed with meloxicam, however the said medication is not working with the patients pain. The patient will undergo an explant procedure. Additional information was received that patient underwent an explant procedure due to inadequate stimulation. No further information has been obtained despite good faith efforts.